Event description:
On (B)(6) 2013, the patient contacted animas alleging that the display was dim and hard to read and the dim display issue was on going for 2-3 months. Patient reported that and the issue was not resolved with battery change or reset contrast to maximum setting. Patient denied that there was trauma or evidence of moisture/corrosion to the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/12/2013 with the following findings: during testing, the pump was powered on and the display screen appeared dim and discolored.